Event description:
It was reported that the patient presented at pre-operative check with febrile illness. The system was explanted. The patient had febrile illness post operation. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.